Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on 12/23/2015. The fse found that the sample filter and the evacuation bypass valve (ebv) required replacement. The fse replaced the sample filter and ebv resolving the issue. The fse ran controls and they passed. The system was operational. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported positive control failed low occasionally on the iq 200 system. Focus also fails intermittently. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.